Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they got a reservoir empty alarm when trying to start therapy on the arctic sun device. However, when fill the machine it leaks underneath the device. Possible level sensor issue. Mis explained that this device would need to go to biomed. They would try to borrow from pediatric intensive care unit (picu).

Event description:
It was reported that they got a reservoir empty alarm when trying to start therapy on the arctic sun device. However, when fill the machine it leaks underneath the device. Possible level sensor issue. Mis explained that this device would need to go to biomed. They would try to borrow from pediatric intensive care unit (picu).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.